Event description:
The mother of a home peritoneal dialysis pt reported that the pt received an overfill of solution in fill 1. The pt did not drain in drain 0, but the cycler showed a drain volume of 140 and advanced to fill 1. The pt became agitated and the mother noticed that the pt's abdomen was swollen and "hard as a rock" and the solution bag (1.5l) was half empty. The pt was drained and 360 ml. Of solution was measured and then dropped to 80. The prescribed fill volume was 140 ml. There was no serious injury and no medical intervention was necessary.